Event description:
Pt was on home hemodialysis on the nxstage system one machine, cartridges 170. Pt was on home dialysis therapy and experienced a cartridge leak during treatment. Pt loss the cartridge of blood = 100cc.